Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a leak was identified during use of the homechoice cassette, which is known to cause this alarm. The cause of the leak could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an amia device experienced a low priority alarm 30166 (max air exceeded) alarm. This occurred during the night cycle 5 drain of automated peritoneal dialysis therapy. During the troubleshooting, renal therapy services discovered there was an air leak at the end of therapy while emptying the solution bags. There was also a solution leak that wet the floor under the machine. It was unknown when the leak occurred or where the leak came from. The patient would start therapy over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.